Event description:
This report received from (B)(6) stated that during the intraocular lens (iol) implant procedure, observed lens were improperly folded in the injectors with the haptic positioned forward. The surgery completed with replacement lens and there were no clinical consequences. Additional information has been requested and received that event occurred during insertion into the patient¿s eye. There was patient contact and no patient harm.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.